Manufacturer narrative:
Continuation : product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal dilaudid, clonidine, baclofen, and another unknown drug (all unknown concentrations and doses) via an implanted pump for non-malignant pain. It was reported that the patient was hearing a multi tone alarm that they thought was coming from the pump. The patient stated they had the pump filled three-four days ago. The patient stated the alarm was more frequent and was going more than once an hour. The patient was redirected to their healthcare provider (hcp) to address the issue. The patient mentioned that they did not have a personal therapy manager (ptm). Additional information was recieved on 2024-04-09 from a company representative (rep) via a healthcare provider stating that the pump was alarming but there were no alerts upon interrogation. The company rep noted that there was "nothing in the logs" but there was an "active alarm" button showing on the home page of the interrogation. The company rep stated that pump was refilled 2 weeks ago and it had reached a low reservoir status prior to that refill. Agent reviewed that alarm was likely due to known issue where low reservoir alarm was not cleared with the pump update at refill with 2.0 version software. Advised company rep to select active alarm button and manually silence the current alarm. Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the software version is the most updated version. The issue was resolved.